Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - this lead was not explanted on (B)(6) 2020. The original impedance issue was a loose anodal set screw that was resolved by simply tightening it. The system was explanted today due to noise on far field egm during a vt event. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - this lead was not explanted (B)(6) 2020. The original impedance issue was a loose anodal setscrew that was resolved by simply tightening it. The system was explanted today due to noise on far field egm during a vt event. Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (11 cm distal to the is-1 connector pin) and a damaged outer conductor coil (39 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported impedance and noise. All the measurements during the electrical tests were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to out of range impedances (>2000 ohms). No adverse patient events were reported. Should additional information become available, this file will be updated.